Event description:
It was reported that a user experienced prolonged dexcom g7 continuous glucose monitor (cgm) pairing with the ilet, resulting in a pairing failure, and troubleshooting included toggling settings, ilet restart, verification that the sensor was not paired elsewhere, and reentry of the sensor pairing code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and review of device logs. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.